Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,184 units of this code batch. There are no units in our stock. We have received one open sample (it seems used) with the needle attached to the thread. The thread measures 24.2 cm instead of 70 cm as stated in the product description. We have checked the thread surface under microscope vision and seems that the thread has been damaged with a kind of surgical instrument. We have tested the needle attachment strength of the open sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 2.35 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the open sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications regarding the needle attachment strength test and the thread seems that was not handled correctly by the user, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is detached from the thread and the thread is too short. The event comes from a veterinary user.